Manufacturer narrative:
A review of the device history record for strattice lot sp100516 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 26/mar/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent an ¿exploration of abdominal wall; removal of infected mesh from retromuscular space; excision of abdominal wall soft tissue sinus tract¿ on (B)(6) 2017. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, seroma, drains, infection, intervention and removal surgeries.¿ the form lists the conditions that were treated were ¿pain; recurrence; seroma; drains; infection; intervention and removal surgeries¿ with approximate dates of treatment between (B)(6) 2017. The ppf form also indicates the patient was implanted with a non-abbvie device, " bard ventralight st¿ on (B)(6) 2013. The form indicates that this device was removed on (B)(6) 2013 due to ¿repair of recurrent ventral hernia and removal of old mesh.¿ the patient was implanted with another non-abbvie device, ¿bard ventrio st hernia patch¿ on (B)(6) 2013. The form indicates that this device was removed on (B)(6) 2014 due to ¿attempted laparoscopic ventral hernia repair; lysis of adhesions; open ventral hernia repair; enterotomy repair.¿ the patient was implanted with another non-abbvie device, ¿bard ventralight st¿ on (B)(6) 2014. The form indicates that this device was removed on (B)(6) 2017 due to ¿large ventral incisional hernia repair with biological mesh; lysis of adhesions; right sided separation of fascial components; adjacent soft tissue transfer; explantation of old mesh.¿ the patient was implanted with a fourth non-abbvie device, ¿bard ventralight st¿ on (B)(6) 2014. The form indicates that this device was removed on (B)(6) 2017 due to ¿large ventral incisional hernia repair with biological mesh; lysis of adhesions; right sided separation of fascial components; adjacent soft tissue transfer; explantation of old mesh.¿ the patient was implanted with a fifth non-abbvie device, ¿bard ventralight st¿ on (B)(6) 2018. The form indicates that this device was revised on (B)(6) 2020 due to ¿repair of the recurrent incisional hernia using the component separation with retro rectus.¿ the device was subsequently revised on (B)(6) 2020 due to ¿postop hematoma status post accordion drain placement,¿ and also on (B)(6) 2020 due to " CT-guided aspiration with accordion drain placement and removal.¿ the patient was implanted with a sixth non-abbvie device, ¿covidien symbotex¿ on (B)(6) 2020. The device was revised on (B)(6) 2020 due to ¿postop hematoma status post accordion drain placement,¿ and also on (B)(6) 2020 due to " CT-guided aspiration with accordion drain placement and removal.¿ the patient was implanted with a seventh non-abbvie device, ¿integra lifesciences surgimend collagen matrix¿ on (B)(6) 2020. The device was revised on (B)(6) 2020 due to ¿postop hematoma status post accordion drain placement,¿ and also on (B)(6) 2020 due to " CT-guided aspiration with accordion drain placement and removal.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) a2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.